Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on day 20 of support ,computed tomography (CT) head showed a small subarachnoid bleed. No neurology intervention was planned. On day 21, the motor current was high and the impella stopped. Multiple attempts to restart the impella were unsuccessful and the impella cp was explanted.

Manufacturer narrative:
The investigation of pump stop and stroke/cva has been completed. The impella device was not returned for evaluation. Pump stop: data logs were reviewed and the real time (rt) log at the time of the pump stop showed a spike in motor current with a speed deviation and complete saturation of pump flow. A small deviation in placement signal was also noted and purge pressure increased slightly with a decrease in purge flow. Immediately after the motor current spike, motor current stepped up without a change in p-level. Another motor current spike with speed deviation and momentary drop in pump flow occurred 5 minutes before the pump stop occurred. Pump was attempted to be restarted without success. Clinical details noted that pump had been running for 21 days and patient was not being anticoagulation due to bleeding. The root cause of the pump stop could not be definitively determined as insufficient evidence was provided without the returned product. Stroke/cva: noted that patient had subarachnoid bleeding on CT. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Instructions for use: impella cp with smart assist system for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h6 health effect - clinical code 1888 was erroneously entered on the initial manufacturer device report number 1220648-2025-29258. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29258.